Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/miscarriage from an ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage from an ectopic pregnancy") in an adult female patient who had essure (batch no. A64626) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced main case (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/miscarriage from an ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage from an ectopic pregnancy") in an adult female patient who had essure (batch no. A64626) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 and pregnancy with contraceptive device. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: 1st pregnancy episode was reported on case# (B)(4). Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.